Manufacturer narrative:
Little information is known and no conclusions can be made.

Event description:
Letter was received from the FDA regarding a report they received from a pt implanted with the charite disc. Pt reported having charite implanted in (B) (6) 2006 at l5. Pt reported that shortly afterward the disc at l4 ruptured. A revision procedure was performed to fuse two levels l4 & l5 leaving charite in place. Pt claims to have severe pain.(B) (4)